Event description:
Boston scientific received information that this device exhibited pacing inhibition resulting in 2-3 seconds of asystole during an ablation procedure. The device was set to asynchronous pacing for the procedure, during which time the programmer being used unexpectedly lost power leading to the reported pacing inhibition. The procedure was stopped at the point asystole was observed, after which the device began pacing again. The remainder of the procedure was then completed without consequence using another programmer. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received following further analysis of the programmer involved in this event indicating it there were no characteristics identified that would have caused or contributed to the observed pacing inhibition and subsequent asystole. Upon further consideration, this event was likely occurred as a result of the ablation procedure itself causing noise to be oversensed by the device. No additional adverse patient effects were reported. This device was later explanted for an unrelated reason.